Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause for the could not be identified. Based on the results of the investigation it is likely that the event reported is caused by cut on the electrical cable, also, there is noise in the image due to faulty charged couple device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited cut on the electrical cable and noise in the image. There was no patient involvement.